Manufacturer narrative:
The internal complaint file # cmp(B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident was returned to belmont medical technologies for evaluation on (B)(6)2022. The user reported that patient with a massive bleed had belmont infusion device running to replete blood products. After 1 hour of use, smoke began to pour out from the heating element. Observed blood in the heating element and it did not come from outside the housing. Upon further observation, determined that there was a crack in the tubing and a large clot around the tubing. There is no patient injury reported for this event. Follow-up with the initial reporter- nicole grizzle on 10th aug, confirmed that-prbcs, platelets, fresh frozen plasma, and normal saline were used for infusion. Platelets are one of the contraindicated fluids for use with ri-2 and may lead to clot formation inside the heat exchanger, which can block blood flow and result in an "over temperature" alarm. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser displays the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions.the operator's manual provides instructions on installing the disposable set and additional recommended operator actions. The step-by-step procedures in manual has warning on installing the disposable, "do not kink or twist the tubing" and "do not apply excessive pressure to the pressure transducer. The pressure transducer can be damaged with excessive force. Do not use the system if the pressure transducer is damaged". All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. Belmont is currently investigating the returned device. Without results of the device investigation, no conclusions can be drawn. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
Patient with a massive bleed had belmont infusion device running to replete blood products. After 1 hour of use, smoke began to pour out from the heating element. Observed blood in the heating element and it did not come from outside the housing. Upon further observation, determined that there was a crack in the tubing and a large clot around the tubing. No patient injury was reported

Manufacturer narrative:
The device and disposable set involved in the incident were requested for investigation; however, they were not sent to belmont for investigation. Review of the photos of the 3-spike disposable set provided by the user facility show significant blood clot at the upper section of the heat exchanger. Additional information was provided by the user facility's patient safety specialist stating that the platelets were infused into the machine during the issue. Platelets are not compatible with ri-2 which lead to clot formation and result into overheating. Root cause of the reported issue is consistent with platelets being infused into the device. The device history was reviewed and no similar issues were identified. The device involved in the incident was put back into use with no further issues reported at the user facility. Belmont reached out to the user facility on january 25th to offer retraining to the staff in order to demonstrate the proper use of device per our specifications but, haven't received any confirmation as of february 16th. We have sent the list of compatible fluids to user facility and have reminded them to refer to the list of compatible solutions before use of the device. No trend has been identified for this type of issue. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.